Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was started on duopa therapy. It was reported that there was high pressure alarm from the pump and it was difficult to flush the intestinal tube. The intestinal tube was replaced and it was noticed that there was food chunk around the tube.